Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator's (crt-d) battery depleted prematurely. The device was explanted and a new device was implanted.